Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional additionally reported "calcification, herniation," and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture, "herniation," and "calcified capsular contracture," baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, an extended smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Also, observed a separation between shell and patch (ss). It is out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening. The calcification condition indicated by the physician was not observed.